Event description:
On (B)(6) 2015 patient had a temporary transvenous pacemaker inserted for bradycardia. It was removed on (B)(6) 2015 without incident. On (B)(6)2015 a CT of the chest was conducted and the patient was found to have a piece of catheter in the right pulmonary artery from the main to the left about 4 inches in length. The catheter piece was removed and determined to be the sheath from the temporary pacer.